Event description:
It was reported that the device had not worked well since it was implanted. It was noted that some nights it would work and others it would not. The patient had trouble increasing stimulation because the patient did not know how to use the device. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01226, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type programmer. (B)(4).